Manufacturer narrative:
An investigation is currently underway. Upon completion, a report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the unit gives the incorrect amount of formula.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit gives the incorrect amount of formula. The unit was triaged and the complaint could not be confirmed. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.